Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The physician was unable to reprogram the lead to resolve the stimulation. An attempt was made to reposition the lead at which time the lead insulation separated from the lead body. The lead was then removed and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and insufficient bonding/backfill was observed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst commented that the lead was returned with an outer insulation breach/pulled. Additional analysis performed determined that there was insufficient bonding between the connector sleeve and the outer insulation which led to the separation of the connector portion from the lead body.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.